Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia, with a blood glucose value of 374 mg/dl that persisted after a recent meal, despite the ilet delivering insulin and no infusion set issues being observed during troubleshooting; a site change was performed after confirming insulin flow through the tubing. Symptoms included no reported clinical symptoms associated with the elevated glucose. Outcomes included no medical intervention beyond troubleshooting and set replacement, and no hospitalization. Investigation included remote troubleshooting of the infusion site and delivery pathway, verification of insulin flow, and guided replacement of the infusion set at the abdominal site. Investigation of this case revealed no device alarms or delivery obstructions, and the cause of the hyperglycemia remained undetermined after verification of the cannula, tubing, and site. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to attribute the event to device malfunction or user factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.